Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right coil migrated higher up fallopian tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and bacterial vaginosis ("bacterial vaginosis"). At the time of the report, the device dislocation and bacterial vaginosis outcome was unknown. The reporter considered bacterial vaginosis and device dislocation to be related to essure. The reporter commented: as per social media report- essure removal scheduled (date not provided). Concerning the injuries reported in this case, the following ones were reported via social media-bacterial vaginosis, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: case become serious incident. Social media received. Reporter's information added. Event: right coils migrated higher up was added. Fu 3 and 4 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.